Event description:
The customer reported to olympus the visera elite iii led light source's distal end was hot. The issue was observed during a therapeutic functional endoscopic sinus surgery (fess), and there were mild burns to the patient¿s nasal cavity. The procedure was completed using the reported device, and there was no additional treatment performed because the burns were mild. Related patient identifiers: (B)(6) for additional devices reported for same event.

Manufacturer narrative:
The device is not expected to be returned to olympus for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out (b1 and g2). The initial report inadvertently selected other serious (important medical events) in field b2. However, the reported malfunction is not an adverse event and no serious injury occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the subject device was not returned and a specific root cause of distal end was hot could not be identified with the information received. Olympus will continue to monitor field performance for this device.